Event description:
The pt said they started to feel bad after being served with a lawsuit notice. Pt then performed a blood glucose test on the suspect device and obtained a result of 75mg/dl. Pt drank orange juice and retest at 150mg/dl. Spouse came home later and pt was very weak. Spouse called 911 and was advised to not give pt anything to eat or drink because they thought it may be a heart attack. En route to the hospital the emergency medical tech's checked pt's blood glucose and the level was 40mg/dl. Pt was taken to the ER and given juice and kept for several hours. An EKG showed no heart trouble. No glucose controls were used to check the accuracy of the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.